Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20 may 2024, it was that three infusion sets fell off during use and left rash behind after falling off. The events occurred between 20 and 21 may 2024. The set was in use for 1 -1.5 days. The patient's blood glucose was 200 - 287 mg/dl and was resolved by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.